Event description:
(B)(4) clinical study. Same case as MDR ID 2134265-2013-07431. It was reported that the patient had angina and target vessel revascularization occurred. In (B)(4) 2012, the patient presented with stable angina (ccs classification-3) and underwent cardiac catheterization. Target lesion was a bifurcated de-novo ostial bifurcated lesion located in the proximal left anterior descending artery (lad) with 80% stenosis and was 10 mm long with a reference vessel diameter of 4.0 mm. Target lesion was treated with pre-dilatation and placement of a 3.50 mm x 12 mm ion coa stent. Following post dilatation with an nc quantum apex balloon, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the coronary angiography performed during the event revealed 75% stenosis at the distal edge of the stent likely reflective of balloon injury. A 4.0x8mm ion stent was implanted in the proximal lad. In (B)(6) 2013, the patient started experiencing symptoms of angina and was hospitalized. In (B)(6) 2013, there was 70% focal restenosis of study stent and 4 mm x 8 mm ion stent located in proximal lad. Target vessel revascularization was performed in the long lesion extending from left main coronary artery (lmca) in to proximal lad. The patient underwent CABG from lima to lad and reverse saphenous vein grafts (svg) to obtuse marginal (om) as a part of the treatment. Six days later, the event was considered resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during hospitalization, the patient experienced acute blood loss anemia, atrial fibrillation and abdominal distention.